Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced difficulty charging the device and was not receiving adequate coverage for left lower extremity radiculopathy. The patient received a sacroiliac joint injection and will continue prescribed medications with refills four times daily.